Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2001. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to polyethylene wear. The bearing was removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined the wear on the bearing was considered normal and in accordance design functions.